Event description:
It was reported that there was premature depletion of the patient¿s implantable neurostimulator (ins) battery. The manufacturer¿s re presentative was called to see the patient in the hospital (they had fallen and fractured their pelvis and had an internal fixation for the issue) to turn on the stimulation which was performed. When both the patient¿s programmer and the representative¿s programmer units were used to read the ins, an elective replacement indicator (eri) was seen. An impedance test was performed and the results were ¿perfect¿. It was not suspected that the leads had pulled during the event as thepatient¿s therapy had not changed. It was noted that the patient did have 3 programs running simultaneously (24 hours a day/7 days a week) at 20 hz with high voltage settings on each one. There were no patient complications or symptoms reported that were associated with the event. The patient had an appointment scheduled with their healthcare professional (hcp) on (B)(6) 2015 where it was noted that they were going to replace the ins device with a rechargeable model although there was no date set as of the time of report. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).